Manufacturer narrative:
Cross brace is broken, but not clearly state where and how broken, if the weldment broke, this is due to welding is not saturated, the breaking strength is not enough. Training workers and leaders of welding workshop, make sure the pre-heating is longer enough and the welding is saturated responsible person: (B)(4); date: 02/09/2015. Training the ipqc, increase the percentage of sampling and do destructive test of weldment. Responsible person: (B)(4); date: 02/10/2015.

Event description:
The provider states the crossbrace is broken.